Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced several issues with the device. The therapy was not providing relief even when the device was charged, with the patient initially experiencing only 35-40% relief. The therapy stopped being effective over a year ago, and the patient continued to be in pain a month after the implant procedure, with limited mobility. The patient had been unable to recharge the implant for over a month and was unsure if the device was flipped. The patient was taken to the emergency room with concerns of a transient ischemic attack (tia) and was unable to undergo an MRI due to the inability to charge the device, encountering a "no device found" error during charging attempts.  Pt pressed recharge and was sitting still for 30-45 min and it did not go back to normal charging. Pt said their back had been in pain for a month now. The patient expressed a desire to have the device removed due to the lack of relief. The patient had an upcoming appointment with a pain doctor to discuss the removal of the device. Assistance with charging the implant was offered, but the patient declined, stating they were not feeling well and would try later.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.